Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient was presented with degenerative lumbar disk disease, lumbar laminectomy and low back pain. Patient underwent extreme lateral interbody fusion, l3 to l5, lateral external cavitary approach to lumbar spine, interbody fusion and application of interbody cages at l3-l4 and l4-l5, intraoperative neurophysiological monitoring during the intrathecal part of the procedure at l3 to l5, intraoperative use of biplane fluoroscopy and application of allograft bone putty required for patient with significant risk of non fusion given age and two level procedure. As per records"...again a shank was used to secure the retractor to the disc space doing the discectomy under an excellent lightning system and again opening the contralateral annulus and essentially performing same procedure at l4-l5. We also utilized the same size graft using packed bmp...".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.